Event description:
It was reported the device had difficulty communicating with the rf. The physician turned the programmer off and on but there was still no communication. It was interrogated a couple days later but still no communication. The device was explanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field experience of difficulty communicating with rf was verified in the laboratory. The device was taken to the bench for testing and interrogated normally on the programmer via inductive communication, but rf communication could not be established successfully. The cause of the rf telemetry anomaly could not be determined.